Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away due to unknown reasons. The team retrieved patient equipment for analysis and sent log files for review on 7nov2024. Log files displayed multiple strings of low flows beginning (B)(6) 2024 at ~11:49 pm (0.0 liters per minute (lpm)). The event log also displayed multiple strings of low flows (0.0 lpm) on (B)(6) 2024 4:15 pm ¿ 7:02 pm followed by driveline disconnect / lvad off alarms on (B)(6) 2024 at ~7:02pm where the driveline was disconnected from the system controller.

Event description:
It was reported that log files were submitted for review. Log files displayed multiple strings of low flows beginning (B)(6) 2024 at ~11:49 pm (0.0 lpm). The event log also displayed multiple strings of low flows (0.0 lpm) on (B)(6) 2024 4:15 pm ¿ 7:02 pm followed by driveline disconnect / lvad off alarms on (B)(6) 2024 at ~7:02pm where the driveline was disconnected from the system controller. The patient passed away due to unknown reasons on (B)(6) 2024. Team was working to retrieve patient equipment for analysis. The cause of the alarms was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. Review of the submitted log files confirmed low flow hazard and driveline disconnect alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. It was reported that the patient expired on (B)(6) 2024 due to unknown reasons. The system controller event log file contained relevant events from 28oct2024, per the timestamps. The system controller periodic log file contained data from 18oct2024 through 28oct2024, per the timestamps. The event log file captured a continuous low flow hazard alarm with an associated estimated flow value of 0 liters per minute (lpm) on (B)(6) 2024. The periodic log file captured a low flow hazard alarm with an associated estimated flow value of 0 lpm from 23:49:28 on (B)(6) 2024 through the remainder of the file. A driveline disconnect alarm and subsequent pump stop was captured in the final events recorded on (B)(6) 2024. No other notable events or alarms were captured. The pump operated at the set speed without issue while the driveline was connected. It should be noted that the exact timing of the observed alarms in relation to the reported event could not be conclusively determined through this evaluation. The account indicated that a cause for the alarms remained unknown as of 15nov2024. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, "introduction", lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. This section also addresses pump parameters, including pump flow. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the driveline disconnected and low flow hazard alarms, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The heartmate 3 lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 liters per minute (lpm). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.